Manufacturer narrative:
The catheter was returned for analysis, and analysis found catheter/catheter body/hole caused by deep abrasion and catheter/catheter body/user related hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml morphine at a dose of 17.025 mg/day and 150 mcg/ml unknown baclofen at a dose of 102.15 via an implantable infusion pump for spinal pain. It was reported that on (B)(6) 2018 during a procedure, the patient had no cerebrospinal fluid (csf) flow from the catheter. Conflicting information from our records show that the catheter was instead explanted on (B)(6) 2018. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The catheter was explanted and replaced. The issue was resolved at the time of this report. The rep had possession of the explanted catheter and would be returning it to the manufacturer for an alysis. The patient's status was "alive - no injury" and no further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the catheter was explanted on (B)(6) 2018 during a normal battery depletion of pump replacement.